Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced heart rate increased uncomfortably "when driving on really bumpy roads". The implantable pulse generator (ipg) was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.